Event description:
The sc 6002xl monitor switched pt categtory settings from neo-natal mode to adult mode, without user intervention. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The device was evaluated on site, with no problem detected. The customer has placed the device back in use.